Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient experienced recurrent severe hyperglycemia while using the ilet, leading to discontinuation of use and a request to return the device and unopened supplies; the patient had been trained and had consulted a healthcare professional, and no device alarms were reported. Symptoms included persistent high blood glucose values up to 300 mg/dl over several hours with trace ketones and no acute complications. Outcomes included no medical intervention, no hospitalization, and no reported injuries. Investigation included internal review of the complaint details and consultation with the field clinical team. Investigation of this case revealed that the specific cause of the hyperglycemia was not determined and no device component malfunction or alarm behavior was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.